Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, (B)(6) 2008. (B)(4).

Event description:
It was reported the patient experienced dizziness when the right ventricular (rv) lead exhibited oversensing. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.